Event description:
Caller reported a malfunction on the pump, identified as malfunction code 0, with no significant prior events contributing to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences, allowing the customer to continue using the pump without further issues.